Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer three piece lens, +21.0 diopter, and the haptic bent. The lens was removed with no patient injury. Another same model lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter stated the lens was inserted and removed during the same surgery, with no patient injury, no enlarged incision or sutures. The cause of the event was unknown. Device evaluation: the lens was returned in liquid in a case/vial. Visual inspection of the returned product found the lens torn into two pieces. One haptic was bent. Claim # (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).